Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1525402) indicated there were no reworks, special conditions or related non-conformances (ncmrs). The lot met all process specifications, including quality control acceptance criteria prior to release. Based on the information provided, the cause of the reported retroperitoneal bleed could not be conclusively determined. It was reported that the bleeding was confirmed. However the origin of the bleed in relation to the left common femoral artery (cfa) access site which was treated with mynx ace vascular closure device could not be conclusively established. Hemostasis was initially achieved with the mynx ace vascular closure device and there was no report of device malfunction or difficulty during deployment. Based on the provided information, the probable cause of the reported occlusion was a failed attempt to close the left common femoral artery (cfa) with another-manufacturer's device. The information provided, the cause of the reported death and its relationship to the mynx ace vascular closure device and or the mynx procedure could not be conclusively established. It was reported that when the physician attempted to remove the blood clot and restore blood flow down the right leg, the patient's hemoglobin and hematocrit (h&h) levels became critically low and the patient subsequently died. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
Three days after a mynx ace device was used for vascular closure following a percutaneous coronary intervention (pci) of a right superficial femoral artery (sfa) blockage, the patient died. Access was obtained in the left common femoral artery (cfa) with a 5f 10cm sheath which was then exchanged with a 7f 45cm cross over sheath. There were no multiple stick punctures; however, it was reported that the stick location was low. After successful atherectomy and balloon dilatation of the right sfa, the crossover sheath was removed and the mynx ace (5f/6f/7f) along with a 7f sheath was used to close the arteriotomy. Hemostasis was achieved after a 5 minute hold and the patient was transferred from the operating room (or) to the recovery room. Later, the patient became hypotensive and complained of flank pain. The treating physician ordered the interventional radiologist (ir) to take the patient to the lab for further evaluation. The ir placed a sheath in the right cfa, then placed a catheter into the left iliac artery and subsequently found a retroperitoneal (rp) bleed which was the result of an anterior bleed. The ir placed a covered stent over the left cfa and an attempt was made to close the right cfa with another-manufacturer's device; however, the device failed and the patient was converted to manual pressure. This resulted in a blood clot shutting down the entire blood flow beyond the cfa. The patient was then taken back to the or, where the treating physician attempted to remove the clot and restore blood flow down the right leg. The patient's hemoglobin and hematocrit (h&h) levels became critically low, so efforts were made to treat the patient with "pressors" (vasopressors). The patient subsequently died. Additional information was requested but is not available at this time.